Manufacturer narrative:
Correction e1 - changes physician's name. Additional information: b1, b2, b5, h1, h6.

Event description:
New information received notes the right ventricular (rv) lead was fractured which resulted in no capture threshold. The physician capped and replaced the lead on 20 jan 2023. The patient was in stable condition.

Event description:
It was reported that the patient presented to the hospital for a generator change procedure on (B)(6) 2023. While attempting to implant the right ventricular (rv) lead, it was noted that there was possible fracture on the lead. The anomalous lead was removed and replaced without further incident in the same procedure. The patient was in stable condition.